Manufacturer narrative:
The customer's biomed reported that the unit¿s screen blacked out, did not operate and alarm sounded. The unit was checked and although power cord was plugged, the unit did not recognize battery. The unit was connected to another wall outlet and power cord was replaced, but the problem persisted.

Manufacturer narrative:
The unit was received at the (B)(6) service center. The technician confirmed the reported issue. The unit did not run on battery. Power management board was replaced and then the issue was resolved. Unit was checked overall, cleaned, run in test, and functional tested.

Event description:
The international customer reported the v60 internal battery is not recognized. The unit was replaced with a second v60. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The power management board was returned to the manufacturer for failure investigation. Visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. The power management (pm) pcba was tested and no failures were identified.